Event description:
The pt was implanted with a synergy implantable pulse generator in 2000 for the treatment of peripheral neuropathy. Mdt rec'd a report from the MFR of theft detectors that the pt reported early battery depletion of their synergy and lockup of the 7435 patient programmer after walking through a sensomatic protected wal-mart store. Hcp stated that the pt's implantable pulse generator battery had to be replaced. Hcp reported that the pt did not experience any injury as a result of this event. When the pt was last seen on 7/2001 pt was satisfied with the programming. Physician and hospital staff manual for the synergy ipg states "instruct patients to do the following when approaching or passing through a theft detector or screening device: 1. Show the medtronic patient identification card to security personnel, ask to have the theft detector/screening device turned off or ask to bypass the theft detector/screening device. 2. If step 1 is not possible and passing through the theft dectector/screening device is unavoidable, reduce the amplitude of the ipg to the minimum and turn the ipg off. Approach the theft detector/screening device slowly. If any stimulation is felt, back out of the dector/screening device immediately without changing body position. If no stimulation is felt at the center of the theft detector/screening device is reached, move quickly through to the other side."